Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was stable with pump parameters in normal ranges, but their controller emitted an unidentified, continuous beeping tone that lasted five to six seconds at a time. They were unable to replicate the alarm with any position changes or activity. The alarm occurred at random times of the day and multiple times in a day sometimes. The patient went into the clinic for an elective controller exchange. Besides annoyance felt by the patient, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported that the patient experienced beeping tones. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Internal inspection did not reveal any anomalies of the audio circuit. Analysis of the data log files revealed a premature power switching event that was due to momentary disconnections and/or communication errors involving a battery. However, momentary disconnections will result in an audible tone. No alarms and events related to the reported event were recorded. The reported beeps are most likely attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to address momentary disconnections. Note: the controller was received with the old software version installed (not smr upgrade performed). If information is provided in the future, a supplemental report will be issued.